Event description:
As reported, during laparoscopic inguinal hernia repair, the capsure fixation device deployed two fasteners at the same time. The area of fixation was soft tissue. The fasteners were removed from the patient. The or staff used a new capsure device from a different lot number to complete the procedure without any further issue and there was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at the same time. Evaluation of the returned sample finds the device was returned all 30 fasteners having been deployed prior to the sample return. Functional and simulated use testing could not be performed. There was no internal component issue found. Based on the return sample condition, no conclusion can be made to what if extent if any the device caused or contributed to the deployment issues reported. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.